Event description:
It was reported that the pump was alarming as of the date of this report. It was added that it had started that morning. The pump was interrogated and the logs revealed multiple motor stalls and recoveries. It was believed that another motor stall may lead to a permanent stall and the decision was made to admit patient to replace pump. The pump was replaced the next day. The reason for removal was stated as "battery depletion early." The pump logs were checked and indicated that the last motor stall had occurred with no recovery; "reset occurred-low battery" was also noted. Patient outcome was reported as fully recovered without injury. The system was used to infuse baclofen. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model: 8709, serial# unknown, implanted: unknown, explanted: unk. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found a motor feedtru anomaly.